Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperatively, the patient was hypotensive and had difficulties with a previously implanted pacemaker. Twelve hours postoperatively, the patient was diagnosed with paraplegia and cerebrospinal fluid drainage was performed. Two days later, the patient had a myocardial infarction and five days later, the patient died from complications associated with dialysis and hypotension. An autopsy will not be performed.

Manufacturer narrative:
Please note: attached list of additional devices implanted and involved in this event; pxt261414/lot#05802283.